Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's ins was not working correctly. The caller stated that when they try to put themselves on group a,b, or c they are not feeling the stimulation where they should be feeling it. The patient stated that they need the stimulation in their lower belt, waist line, hips and down the back of their right leg. The caller stated that they are only feeling the stimulation in the calves and ankles. The caller stated that they are not feeling the stimulation at .90 volts so they have to turn it up to 3.40 volts then they feel the stimulation and not in the right spot. The caller stated that the ins keeps shutting off. The caller stated that they could not change to a or c. The patient reviewed pressing the sync button and that issue was resolved. The caller stated that they have not felt well, and were in a lot of pain. The patient stated that stimulation was on and on b and 3.4 volts and felt stimulation in the calf and the ankle. The caller was on a at .4 volts and feel it in the calf and ankle. The patient also stated that on c they were at 3.4 volts and only felt stimulation in the calf. The caller stated that they need the stimulation in their lower back and down. The caller stated that they are not feeling the stimulation in the coccyx like they once were. The patient was redirected to their healthcare provider (hcp) to discuss reprogramming. The patient stated that the issues started about 3 weeks ago. No further complications were reported or anticipated.